Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. During visual inspection of the photos, a piece of the set tubing was observed to be perforated, which allowed the leakage event. The exact location of the tubing was not identified in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a line of a prismaflex m100set was observed to be damaged and leaked during continuous renal replacement therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.